Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device failed to sync with the server; one patient was missing on the station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system device was not communicating. A technical support specialist connected to the server to conduct validation and referred to the knowledge article "patient missing on a bd pyxis medstation es." The provided visit ID yielded two entries: one labeled as discharged and the other as temporary. The specialist then contacted the customer to share the update, confirming that the patient has already been discharged. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device failed to sync with the server; one patient was missing on the station. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no delay or adverse events or injuries reported based on this event.